Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in moderately tortuous and severely calcified vessel. A 7.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 1 minute, the balloon was ruptured on the middle. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in moderately tortuous and severely calcified vessel. A 7.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 1 minute, the balloon was ruptured on the middle. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good. It was further reported that the target lesion was located in highly calcified external iliac artery.